Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 200 mg/dl. The patient attempted to activate two consecutive pods that caused them to run out of insulin. For treatment, the patient was given insulin by injection. The patient was discharged after 2 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.